Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. After receiving further information from the customer, this customer's report was determined to be user error. The customer indicated that the user was not allowing the device to complete it's power on cycle before shutting if off. Once the crew was educated, the customer's report was not reproduced. Analysis of reports of this type has not identified an increase in trend.